Manufacturer narrative:
(B)(4). Investigation summary: actual device was not returned but two photos were returned. Upon visual inspection of two photos, the following was observed: the first photo shows a sealed package with a harmonic device inside, from top view. Also, a damage was noted in the blister of left side near of handle. The second photo shows a corner of package and it was noted that a little part of blister is missing; that it extends from sealing to the handle of device. Also, the batch r9553h, can be seen. Based on the photos reviewed, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # r9553h. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that there was one unit with broken packaging, which consequently caused the sterilization of the product to be lost. Packaging problem, the product is in perfect condition. There were no adverse consequences for the patient.